Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine check. Upon review, the implantable cardioverter defibrillator exhibited far r oversensing after ventricular pacing. Programming changes were discussed. No intervention was reported. The patient was stable throughout.